Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit had automatically increased the pressure of the gas going to the patient clearly above the set limit. The set value is 9 mmhg (millimeters of mercury) and the amount supplied by the machine is 48 mmhg. It is unknown when the event occurred. There were no reports of patient harm.